Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the drug concentration at the time of the event was 0.1% and the drug dose at the time of the refill on (B)(6) 2020 was 116 mcg/day. It was thought that the filling amount before the event occurred was probably 18 ml. The next refill date was unknown and there was no particular plan to check for abnormal drug levels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving intrathecal gabalon at a dose of 113 mcg/day via an implantable infusion pump for an indication of use of cerebral palsy. It was reported on (B)(6) 2020 that around (B)(6) 2020, the patient began to experience increased spasticity that was reportedly mild without urgency. It was noted that the refill was last performed on (B)(6) 2020. The attending physician's assessment stated that an attempt was made to aspirate the drug from the pump on (B)(6) 2020, but failed while there was supposed to be 5.6ml of residual drug volume per calculation. It was stated that no alarm sounded and there was a consultation about correspondence. There was nothing of note in the event log and pocket fill confirmation was negative. The attending physician's assessment also indicated that abnormality of the pump and catheter was suspected, but it was decided to place the patient's condition under observation by filling the drug and adding 92.5 mcg in bolus mode. Although it was stated that abnormality of the pump and catheter was suspected, the causality of the event was indicated to not be related to the device (pump, catheter, or programmer), or the drug, or the surgical procedure. It was also indicated that a pump operability test, rotor test, and catheter x-ray study had not been performed. Additional information received on (B)(6) 2020 indicated that spasticity had recovered on (B)(6) 2020 and that the attending physician's assessment was that it was expected there was "kind of obstacle in the spasticity recovery and drug delivery." No further patient complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed the previous reported "pocket fill confirmation was negative" meant that a pocket fill did not occur. It was also clarified that the reported "kind of obstacle in the spasticity recovery and drug delivery" meant that the spasticity recovered and that the physician suspected that there were some problems which caused an improper flow. It was further reported on 2020-nov-20 that the adverse event in this case had already been improved and the physician had denied any causal relationship [note: this is conflicting with the report that the physician suspected there were some problems which caused an improper flow].